Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between february 7, 2013 and february 8, 2013. Evaluation summary: baxter received one sample for evaluation. Visual inspection noted a ruptured bladder. The ruptured bladder was microscopically examined and markings located on the exterior surface of the bladder were observed near the rupture line. The cause of rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume infusor ruptured. The reporter stated that the reservoir had a ¿vertical break.¿ this was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate the rupture issue. Should additional relevant information become available, a supplemental report will be submitted.